Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence as well as urgency and frequency. It was reported that after implantation the patient experienced pain, infection, fistulae, vaginal scarring and urinary/bowel problems. It was reported the patient experienced mixed urinary incontinence for a year and had a chronic infection of the bladder neck. She underwent cystoscopy, transurethral resection with fulguration, macroplastique, and cauterization of inflammatory polyps on (B)(6) 2012. She reported that her leaking has improved but continues to have pelvic pain. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure on (B)(6) 2001 and a mesh was implanted; due to stress urinary incontinence as well as urgency and frequency. It was reported that after implantation the patient experienced pain, infection, fistulae, vaginal scarring and urinary/bowel problems. It was reported the patient experienced mixed urinary incontinence for a year and had a chronic infection of the bladder neck. She underwent cystoscopy, transurethral resection with fulguration, macroplastique, and cauterization of inflammatory polyps on (B)(6) 2012. She reported that her leaking has improved but continues to have pelvic pain. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).